Event description:
Patient reported experiencing elevated blood glucose levels up to hi since (B)(6) 2014; took correction via pump after accessories were change with no success. On (B)(6) 2014 patient stated she felt sick with nausea, vomiting, and heart palpitations. Patient reported her husband drove her to the hospital where her blood glucose level was 496 mg/dl. Patient stated treatment in the hospital was insulin given via perfusor, and stationary treatment. Patient reported the hospital ordered a new pump and she switched to the replacement pump. Patient stated at this time her blood glucose level was okay the patient believes the pump delivers too low insulin. Patient was discharged home on (B)(6) 2014. Product was replaced and requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).